Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the upper plate of the elevator inner tube. Due to the type of failure mode occurring, the affected component is being returned to parent company for more in-depth analysis as to root cause. Investigations conducted so far show the reported failure rate to be extremely low. (B)(4) was opened to properly investigate the root cause and formulate a corrective action. Upon completion of (B)(4), a follow-up MDR will be submitted.

Event description:
Received report that as end user was being transported is a taxi, they noted the seating of the chair was becoming unstable. Upon entering their home, the seating was reported to have become detached from the elevator post causing the seating and end-user to fall to the ground. No injury was reported to have occurred because of this incident.